Event description:
It was reported that during the implant procedure the physician could not engage the superior vena cava (svc) setscrew in the implantable cardioverter defibrillator (ICD) header with the torque wrench. Another ICD was implanted. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.